Event description:
It was reported that the nurse was trying to start a new therapy, but the arctic sun device just primed and stopped on (B)(6) 2022. Nurse stated that the initial inlet pressure was -0.8psi, system hours were 528 and pump hours were 486. Mss asked the nurse to disconnect and reconnect using proper technique. After a few minutes the diagnostics read inlet pressure was -7.4psi, flow rate was 3lpm and circulation pump command was 85 percent. Mss recommended the nurse to send this device to biomed after this therapy. This was their only device and was sent to the biomed. Per additional information received on 19may2022, biomed had an arctic sun device which was having issues in starting the therapy, due to low inlet pressure. Biomed would like to send the device for the 2k hour preventive maintenance. Per follow up information received on 27may2022, there was patient involvement with no reported injuries.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse was trying to start a new therapy, but the arctic sun device just primed and stopped on 18may2022. Nurse stated that the initial inlet pressure was -0.8psi, system hours were 528 and pump hours were 486. Mss asked the nurse to disconnect and reconnect using proper technique. After a few minutes the diagnostics read inlet pressure was -7.4psi, flow rate was 3lpm and circulation pump command was 85 percent. Mss recommended the nurse to send this device to biomed after this therapy. This was their only device and was sent to the biomed. Per additional information received on 19may2022, biomed had an arctic sun device which was having issues in starting the therapy, due to low inlet pressure. Biomed would like to send the device for the 2k hour preventive maintenance. Per follow up information received on 27may2022, there was patient involvement with no reported injuries.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be determined as the reported issue was not duplicated during evaluation. The device was evaluated and the reported issue was not confirmed as the issue was not duplicated during testing. The system heats to 42°c and cools to 4°c and is stable at 28°c with a flow of 1.8 l/m with -7.0 psi in bypass mode. No repairs for the reported issue were made. Serviced the mixing pump and circulation pump. Replaced the heater sn 1736 with sn 2206. Replaced the drain valves and replaced both manifold o-rings on the manifold. Coin cell was replaced due to age. The arctic sun is functioning properly. All upgrades were verified complete. Device was put through a functional check and pre-cal after the repair. The device was placed on acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure therefore the DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.